Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: dislodged stent. It was reported that the stent came off as they were placing it just distal to a circumflex side branch. The physician pushed the balloon back through the stent. The balloon was inflated to 2 atm and the stent was pulled back. The physician thought the stent was in the guide catheter, but it wasn't there. There were no issues to report with the guide catheter. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.